Manufacturer narrative:
E.1 initial reporter e-mail:(B)(6). H.6 investigation summary this complaint is for foreign material resembling mold in a tube of phoenix ast broth (246003) batch number 2335911. The customer provided photos for investigation, however no product returns. The photos illustrated a tube of broth with discoloration resembling mold with batch number present. As a result of the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed three additional complaints on the complaint batch, related to this defect and confirmed. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ ast broth, a tube was contaminated with mold. There was no report of patient impact.